Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed most likely underlying root cause: mlc-62-user had poor technique. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-3 error code. The e-3 error occurred when the blood sample was absorbed. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 128 mg/dl using truemetrix air meter. The customer's expected fasting blood glucose test result range was not disclosed. At the time of the call the customer reported feeling lightheaded, fatigued and tired. Medical attention was not needed at the time of the call. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 09/30/2019 and open vial date was not disclosed. The meter memory was not reviewed for previous test result history.